Event description:
It was reported the iab was removed due to helium loss alarms. A re-insertion was not required. There were no pt complications.

Manufacturer narrative:
F/u report will be filed when eval is complete.